Event description:
The customer reported that she could not get insulin to go into the tubing with the plunger and it would not exit. The customer was advised that there may have been an occlusion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).